Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer returned one unit of 528235 visistat 35w 6/box. The stapler was visually inspected with and without magnification. The trigger was partially engaged. The front two staples were severely misaligned and there were 36 staples remaining. Upon closer inspection, the rail was deformed. The rail prongs appeared to be bent. Biological material was found on the device. Upon the functional inspection, the first six attempts released unformed staple in the air. The seventh fire released a malformed staple in the air. Six unformed staples were fired into the skin pad. The stapler was disassembled for further inspection. The rail was observed deformed. The rail prongs appeared to be bent causing the staples at the front of the device to misalign. There was damage to the inside of the cover block. No flash was observed in the cover block. The reported complaint of "misfire/jamming - staples not firing" was able to be confirmed based upon the sample received. The customer returned one unit of 528235 visistat 35w 6/box for investigation. Upon visual inspection of the returned sample, the first two staples appeared to be misaligned at the front of the cover block. The rail at the front of the stapler was also severely deformed preventing any staples from being fired correctly. A device history record review was performed, and no relevant findings were identified. Upon the functional inspection, the first six attempts released unformed staple in the air. The seventh fire released a malformed staple in the air. Six unformed staples were fired into the skin pad. The stapler was disassembled for further inspection. The source of the rail deformity could not be conclusively determined. Actions to address this issue of were established as part of a non-conformance, which was closed on 12-dec-2024. The sample was manufactured prior to these actions. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.